Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote patient monitoring identified multiple red alerts triggered by this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead due to high out-of-range shock impedance measurements greater than 125 ohms. This crt-d system remains in service. No adverse patient effects were reported.